Event description:
It was reported that (1) device was used during an obesity procedure. It was reported by the affiliate that the tsb35 instrument worked fine on the 1st,2nd & 3rd firings. When the nurse tried to reload the device again , the device was impossible to open. The anvil was not in the correct position. Another instrument was used to complete the case. There was no consequence to the patient.